Event description:
The dealer states that the right arm socket was broken and bolts on both sides were sheared off. The consumer stated that the natural fit handrims were too hot to use in the summer. He wanted to know if we had another material. The dealer stated that both rear wheel tires were worn from normal wear and tear.